Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The lot number was not reported. Therefore, the last three lots sent to this site prior to the incident were pulled from the sales distribution log. The device lot history record review for these lot numbers indicated no non-conformities related to this lots, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed for closure in the left common femoral artery. Access was gained using micro puncture kit, no ultrasound was utilized. Arteriotomy was noted as having moderate calcification above the femoral head through to the iliac, posterior wall calcification, moderate tortuosity, and a deployment depth measurement of 3 + 1. Vessel size was undeterminable, no angiogram was performed. No issues were encountered advancing or withdrawing procedural sheaths; however, the sheaths were exchanged three times. Following deployment, a hematoma formed. The physician performed a cut down revealing the bleed was coming from a side branch artery proximal to the manta site. After repairing the vessel, the physician examined the collagen plug and noticed the anchor protruding from the artery. The physician stated he did not notice this initially and that he may have dislodged the anchor while treating the previous issue and did not blame manta for the cause of the issue. Therefore, the root cause of the hematoma requiring surgical intervention is not related to manta. The IFU indicates arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Additionally, confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Procedure requirements in the IFU list pre-procedure cta is recommended to assess femoral artery anatomy. Complications leading to bleeding and hematomas possibly requiring surgical repair and/or endovascular intervention have been identified as potential adverse events related to the deployment of vascular closure devices. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician completed the evar and closed the left femoral artery. Used a 16f sheath with an 18f manta. A hematoma formed at the site shortly thereafter. A cutdown was performed and the bleeding was found to be coming from a side branch artery proximal to the arteriotomy site. After repairing the site, physician inspected the manta plug. The anchor was protruding from the arteriotomy. He said he hadn't noticed this initially and that he may have dislodged the anchor during the process of treating the other issue. Manta was removed and the arteriotomy repaired.